Event description:
It was reported that patient death occurred. A 1.75mm rotapro and rotawire were used in an atherectomy procedure in the left anterior descending artery (lad) lesion. Ablation was completed in the lesion and more proximal without issue. Rotation was performed at 155000 rotations per minute (rpm) and a total of three passes for durations of 20, 22, and 16 seconds were made. It looked good so the procedure was continued with ballooning and stenting. There was issue with the non-boston scientific stent crossing. Perforation occurred in the lad. The patient became hypotensive, unresponsive, and passed away.